Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that there was a breakdown of skin in corner of the battery pocket. There was a pocket revision to move the battery from the area of the breakdown. The issue was resolved. There were no further complications reported.